Manufacturer narrative:
During processing of this complaint, attempts were made to obtain patient weight, but it was not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient is experiencing ineffective stimulation. As a result, the patient underwent surgical intervention on (B)(6) 2020, wherein the lead was explanted and replaced. Effective therapy restored post-operatively.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient right lead may have been moved, or possibly pulled out during a lead revision on (B)(6) 2020. As a result, the patient underwent surgical intervention on (B)(6) 2020, wherein the lead was explanted and replaced. Effective therapy restored post-operatively.